Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included back injury. Concomitant products included cefixime (flexeril) from 2015 to 2018, ibuprofen from 2015 to 2018 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes urinary tract"), tooth infection ("dental problems , infection"), dysmenorrhoea ("dysmenorrhea (cramping)/menses cramping"), nausea ("nausea,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), constipation ("gastrointestinal or digestive system condition type: constipation,") and back pain ("pain ") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia") and menstrual discomfort ("menses cramping and discomfort"). The patient was treated with antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes),) and extractions. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, nausea, urinary tract infection, headache, migraine, vaginal discharge, allergy to metals, alopecia, weight increased, constipation, back pain and menstrual discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: plaintiff fact sheet received: reporters , aka name added. Event essure confirmation test(s) conducted: no, menstrual discomfort (menses cramping and discomfort), urinary tract/vaginal) type: urinary tract, migraines / headaches, nausea, nickel allergy, pain, vaginal discharge, weight gain, gastrointestinal or digestive system condition type: constipation, hair loss. Were added. Concomitant and treatment drug added. Lot number added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiple cesarean sections, fever and parity 3. Concurrent conditions included back injury, adenomyosis, uterine leiomyoma and gallstones. Concomitant products included cefixime (flexeril) from 2015 to 2018, ibuprofen from 2015 to 2018 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes urinary tract"), tooth infection ("dental problems , infection"), dysmenorrhoea ("dysmenorrhea (cramping)/menses cramping"), nausea ("nausea,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), constipation ("gastrointestinal or digestive system condition type: constipation,") and back pain ("pain ") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia") and menstrual discomfort ("menses cramping and discomfort"). The patient was treated with antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes),) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, nausea, urinary tract infection, headache, migraine, vaginal discharge, allergy to metals, alopecia, weight increased, constipation, back pain and menstrual discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: occlude the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of product technical complaint. On 29-mar-2019: pfs received. Reporter information were added. Medical history were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiple cesarean sections, fever and parity 3. Current weight: 190 lbs. Concurrent conditions included back injury, adenomyosis, uterine leiomyoma, gallstones and overweight. Concomitant products included cefixime (flexeril) from 2015 to 2018, ibuprofen from 2015 to 2018 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes urinary tract") and back pain ("low back pain"). In september 2013, the patient experienced tooth infection ("dental problems , infection"), dysmenorrhoea ("dysmenorrhea (cramping)/menses cramping"), dyspareunia ("dyspareunia"), nausea ("nausea,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and constipation ("gastrointestinal or digestive system condition type: constipation,") and was found to have weight increased ("weight gain"). In october 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual discomfort ("menses cramping and discomfort") and back injury ("back injury"). The patient was treated with antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes),) and extractions. Essure was removed on (B)(6) 2017 at the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, nausea, urinary tract infection, headache, migraine, vaginal discharge, allergy to metals, alopecia, weight increased, constipation, back pain, menstrual discomfort and back injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back injury, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: occlude the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received- new event back injury were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the device in the cornu'), embedded device ('imbedded in the uterine cornu') and pelvic pain ('pelvic pain/pain,') in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiple cesarean sections, fever and parity 3. Current weight: 190 lbs. Concurrent conditions included back injury, adenomyosis, uterine leiomyoma, gallstones, overweight, adenomyosis and uterine leiomyoma. Concomitant products included cefixime (flexeril) from 2015 to 2018, ibuprofen from 2015 to 2018 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes urinary tract") and back pain ("low back pain"). In (B)(6) 2013, the patient experienced tooth infection ("dental problems , infection"), dysmenorrhoea ("dysmenorrhea (cramping)/menses cramping"), dyspareunia ("dyspareunia"), nausea ("nausea,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and constipation ("gastrointestinal or digestive system condition type: constipation,") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual discomfort ("menses cramping and discomfort") and back injury ("back injury"). The patient was treated with antibiotics, surgery (bilateral removal of essure, total salpingectomy, bilateral total removal of the uterine cornua and salpingectomy (bilateral removal of fallopian tubes),) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, nausea, urinary tract infection, headache, migraine, vaginal discharge, allergy to metals, alopecia, weight increased, constipation, back pain, menstrual discomfort and back injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back injury, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: occlude the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: medical record received. Events per mr: small portion of the device in the cornu and imbedded in the uterine cornu. Event genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the device in the cornu'), embedded device ('imbedded in the uterine cornu') and pelvic pain ('pelvic pain/pain,') in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiple cesarean sections, fever and parity 3. Current weight: 190 lbs. Concurrent conditions included back injury, adenomyosis, uterine leiomyoma, gallstones, overweight, adenomyosis and uterine leiomyoma. Concomitant products included cefixime (flexeril) from 2015 to 2018, ibuprofen from 2015 to 2018 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes urinary tract") and back pain ("low back pain"). In (B)(6) 2013, the patient experienced tooth infection ("dental problems , infection"), dysmenorrhoea ("dysmenorrhea (cramping)/menses cramping"), dyspareunia ("dyspareunia"), nausea ("nausea,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and constipation ("gastrointestinal or digestive system condition type: constipation,") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual discomfort ("menses cramping and discomfort") and back injury ("back injury"). The patient was treated with antibiotics, surgery (bilateral removal of essure, total salpingectomy, bilateral total removal of the uterine cornua ),) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract disorder, tooth infection, dysmenorrhoea, dyspareunia, nausea, urinary tract infection, headache, migraine, vaginal discharge, allergy to metals, alopecia, weight increased, constipation, back pain, menstrual discomfort and back injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back injury, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: occlude the fallopian tubes. Lot number: b04950. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.